Manufacturer narrative:
Additional information: the index procedure was prompted by mi. The patient has a medical history of mi, hypertension, hyperlipidemia and atrial fibrillation. The patient is recovered. During the index procedure a resolute onyx des was implanted in the rca. During a staged procedure two resolute onyx des were implanted in the lad. Cec adjudicated the mi occurred one day post staged procedure, approximately 28 days post index procedure. Lot number provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure a resolute onyx des was implanted in the lad. Cec adjudicated a non-q-wave target vessel mi, 3rd udmi peri-pci of the lad occurred one day post index procedure. No action was taken.